Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed service codes 105 (pulse test relay stuck) and 204 (belt/monitor unusable) and the download flag data revealed discharge profile fault flags. The cause for service code 105 was shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The cause for service code 204 was a shorted u409 component on the computer/analog pca. The cause for the discharge profile fault flags was contamination on pcbs j1002aa, j1003aa, j1002bb, and j1003bb on the defibrillator board. The root cause for the liquid contamination on the pcbs was ingress of an unknown liquid. The root cause for the shorted igtbs and u409 component could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor and battery.

Event description:
A us distributor returned a patient's monitor for an unrelated problem and the monitor failed incoming functional testing. During testing, the monitor displayed service code 105 (pulse test relay stuck), service code 204 (belt/monitor unusable), and the download flag data revealed discharge profile fault flags.